Manufacturer narrative:
E1: establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced the infusion set leaked at the quick release on (B)(6) 2026 as quick release was not tightly connected which leads to high blood glucose levels upto 16 mmol/l and was treated by insulin pump.